Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4), an all-in-one empty container in which there was visible particulate matter inside the device before use. There was no patient involvement. Therefore there were no reports of patient injury or adverse events associated with this event. No additional information is available.